Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01305, 3005168196-2016-01307.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using ruby coils and pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil and two ruby coils through another manufacturer's microcatheter, the physician experienced resistance and the coils were unable to advance; therefore, they were removed. It was reported that the technologist did not flush the microcatheter prior to placing it in the patient's body and the hospital does not always use continuous flush on the back end. A rotating hemostasis valve (rhv) was not used with the microcatheter. The procedure was then completed using 6 new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 116.0 cm from the proximal end; the embolization coil was damaged and intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that the embolization coils of [-2] the second ruby coil and [-3] the podj were damaged, and the pusher assemblies of all three devices were kinked. This type of damage may have occurred due to improper handling during use. If an rhv is not used during insertion of a coil into a microcatheter, the introducer sheath may not properly seat in the hub. If a ruby coil or podj is forcefully or repeatedly advanced while the introducer sheath is not properly seated, resistance may be experienced and the pusher assembly or embolization coil may become damaged. Additionally, if a microcatheter is not flushed prior to insertion of a coil, difficulty may be experienced while advancing the embolization coil through the microcatheter. The ods of all three embolization coils were measured and found to be within specification. The non-penumbra device mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01305, 3005168196-2016-01307.